Manufacturer narrative:
As reported through a literature article, ¿wire snare close loop: a novel technique to retrieve embolized devices¿, a 22-month-old female patient with a patent ductus arteriosus. It was reported that a 6-4-mm amplatzer ductal occluder type 1 (ado-1) was chosen for implant. After release of the device, it was noted the device embolized immediate into the right pulmonary artery. A decision was made to retrieve the device via transcatheter snare but was unsuccessful. The device was successfully removed from the patient using a wire snare close loop novel method. The article concluded this novel technique describes a safe and more reliable method to retrieve embolized ado-1 devices. This technique can also be used to retrieve other embolized devices, as an alternative to, or when other standard techniques are not feasible. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
The article, "wire snare close loop: a novel technique to retrieve embolized devices", was reviewed. The article presented a case study of a 22-month-old female patient with a patent ductus arteriosus. It was reported that on an unknown date, a 6-4-mm amplatzer ductal occluder type 1 (ado-1) was chosen for implant. After release of the device, it was noted the device embolized immediate into the right pulmonary artery. A decision was made to retrieve the device via transcatheter snare but was unsuccessful. The device was successfully removed from the patient using a wire snare close loop novel method. The article concluded this novel technique describes a safe and more reliable method to retrieve embolized ado-1 devices. This technique can also be used to retrieve other embolized devices, as an alternative to, or when other standard techniques are not feasible. [The primary and corresponding author was manish bansal, lillie frank abercrombie section of cardiology, texas children¿s hospital, baylor college of medicine, 6651 main street, e 1920, houston, texas 77030, USA, with corresponding e-mail: mbansal@bcm.edu]